Manufacturer narrative:
Additional information was received b5: it was reported that a spectrum iq infusion pump over-infused, programmed the flow rate - 40 ml/ hr, and volume to be infused 20 ml, and the results of the flow testing was 22ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. H11: the device was received for evaluation. During functional testing, the reported problem "over-infused, programmed the flow rate - 40 ml/ hr, and volume to be infused 20 ml, and the results of the flow testing was 22ml" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time. The delivered amount was 42.341 and the error percentage was at 5.8525%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined, however pressure plate travel required to be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.